Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that this device battery voltage has recently began dropping in an irregular fashion. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.